Manufacturer narrative:
The cartridge was not returned to animas. Although, the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
It was reported that there was dampness on the cartridge and the cartridge compartment looked like it had moisture. It was reported that the blood glucose was good and has not had any other issues with affected cartridges.